Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause was determined to be use related. One 2.7fr s/l broviac catheter was returned for investigation. The catheter extended 19cm from the distal end of the cuff. Dark regions, which were consistent with coagulated blood, were observed within the 2.7fr tubing. A 5mm longitudinal split was observed in the 2.7fr tubing approximately 2cm distal to the cuff. The ends of the longitudinal split were curved, giving the split a c-shape appearance. Under microscopic magnification, the split surfaces of the catheter were smooth and granular. The characteristics of the splits are consistent with a rupture due to overpressurization. Functional testing revealed fluid leaking from the c-shaped split in the tubing. The section of tubing distal to the leak site was occluded and could not be flushed. To help maintain catheter patency, flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective. Caution: do not use a syringe smaller than 10 ml to flush or confirm patency. Small syringes can generate very high internal pressures with very little force. The back pressure from an occlusion may not be felt when using a small syringe until damage to the catheter has occurred. A thrombolytic solution may be used to declot the catheter if the lumen is occluded. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility via the sales rep that the broviac catheter was leaking at the insertion site.